Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-(B)(4) and CAPA-010215.

Manufacturer narrative:
Device evaluation: product testing could not be performed because the product was not returned. A product quality deficiency could not be confirmed. The reported issue was not verified. Manufacturing records review: the manufacturing records for the product were reviewed, the product was manufactured and released according to specification. Historical data analysis: a search revealed that no additional complaints for this production order number have been received. Conclusion: as a result of the investigation, there is no indication of a product malfunction or product quality deficiency. The reported issue was not verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Device available for evaluation, returned to manufacturer on: 12/12/2019. Device evaluation: the product was returned to the manufacturing site. Visual inspection using magnification was performed to the returned sample: lens returned cut in three pieces. Loose fibers/particles were observed on lens pieces related the handling of the unit out of a sterile environment. Residues of lubricant material was also observed on lens pieces. The condition in which the sample returned is consistent with a lens that was implanted and explanted. The complaint issue reported could not be verified. Based on the analyzed of the returned, there is no indication of product quality deficiency. Conclusion: as a result of the investigation there is no indication of a quality product deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Patient age/date of birth: unknown as information was not provided. Date of event: unknown as information was not provided. If explanted, give date: unknown as information was not provided. (B)(4). Attempts were made to contact the customer account requesting additional information however, to date no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported a model zlb00 19.5 diopter intraocular lens (iol) was implanted in the patient¿s operative eye on (B)(6) 2019. The zlb00 lens was explanted due to the patient's dissatisfaction with his vision since lens placement, and reading distance was an issue. The zlb00 lens was replaced with a non-johnson & johnson surgical vision lens. No additional information was provided to johnson & johnson surgical vision.